Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that the insulin pump had a motor error alarm. Caller did not recall any significant events leading up to the incident. Blood glucose level at the time of the call was 280 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform operating currents due to unresponsive buttons. Unable to verify motor error alarm due to unresponsive buttons however, the motor was tested outside the device and passed. The insulin pump has scratches on the lcd window, cracked case at the display window corners and battery tube threads.